Manufacturer narrative:
The device was returned to glaukos and the device evaluation was completed following decontamination. Visual inspection of the returned device found the tyvek seal not removed from the outer thermoform packaging tray with the stent grasped by the inserter and a foreign particulate was found within the inner tray. No nonconformities were observed during the evaluation of the form, fit, and functional testing of the inserter and stent. Material analysis of the foreign particulate was performed and found mostly clear like polystyrene with imbedded stainless steel metal fragments. Further review of all devices (gts100) components were reviewed and found none of the components contain polystyrene material. Per manufacturing procedure, each device undergoes a control point following tray sealing including an inspection for particulate in the packaging. Based on the information received and the investigation performed, the source of the reported particulate could not be identified. MFR# reference: (B)(4). H3 other text : placeholder.

Manufacturer narrative:
The device has been received for evaluation. The investigation is in progress and findings will be provided in a supplemental report. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. As part of the device history records review, the sterilization records for this lot were reviewed and this device lot passed sterility tests. A complaint history lot review was completed for this lot and there were no complaints found to be related to the reported event. (B)(4).

Event description:
It was reported that prior to patient contact, black foreign matter was observed in the packaging of an unopened trabecular micro-bypass stent. There was no patient contact as the product was not used. A back-up stent was implanted successfully.